Event description:
It was reported that the patient presented in clinic for explant procedure. The left ventricular (lv) lead was attempted to be implanted but due to operation issues was not used. A new lv lead was implanted successfully. No other information was reported. The patient was stable.

Manufacturer narrative:
The lead was returned due to operation issue. A complete lead was returned in one piece. Visual inspection and electrical testing found no anomalies. S-curve height of the lead was measured within specification.